Manufacturer narrative:
A maquet field service technician evaluated the device and observed that the rivets fixing the central handle to the cupola had loosened. He replaced the cupola with a new one and returned the equipment to service. Maquet determined that the most probable cause for this incident was an excessive mechanical effort that stressed the handle support during use. The volista user manual indicates to check the light head for any damage, on a daily basis prior to use.

Event description:
During a surgery, the customer noticed that the holder screws of the base handle of a surgical light were loose. No injuries were reported. (B)(4).